Manufacturer narrative:
The returned product evaluation confirmed the event. The catheter shaft had separated under the strain relief. Further investigation found it is likely that the catheter coils underneath the strain relief were disturbed during the hub and strain relief molding process. An internal corrective action is associated to this event to address the issue.

Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found, supporting the fact the device met material, assembly and performance specifications. There was no returned product for this complaint. A non-conformance was initiated to further investigate this issue and document any applicable corrections.

Event description:
Physician had a very difficult retrograde cto case and used the turnpike lp 150 to access the collateral branches. While spinning the catheter in both directions, the hub of the turnpike lp 150 broke off. Spent an hour an a half working on getting the catheter out with out losing their wire placement. The catheter came out, however, not in one piece. Physician had to cut it to remove catheter w/o losing wire.